Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7495-25, serial (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3587a, lot# l81762, implanted: (B)(6) 2000, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for radicular pain syndrome. It was reported that in (B)(6) 2017 the patient had fallen. It was noted the patient had their stimulation off for months. Reprogramming was performed on (B)(6) 2017 because all electrodes were found to be less than 15 ohms with an impedance test. The low impedances were communicated to the doctor. The patient has been scheduled to see their doctor on (B)(6) 2017 to address the low impedances. No symptoms were reported. No further complications were reported or anticipated.